Event description:
On (B)(6) 2019, a pvs23 was intended for an aortic valve replacement. However, the valve was not implanted as reportedly difficult to collapse. The nitinol stent appeared bent which prevented a proper collapsing. Using the same accessory kit, a new pvs23 (sn (B)(4)) valve was successfully collapsed and implanted. The procedure was reportedly delayed of approximately 30 minutes (collapsing difficulties and set up the new valve). The patient remained stable throughout the delay. However, on postoperative day 1, the patient was brought back to the or for a re-do aortic valve replacement due to aortic insufficiency (reported through a separate medwatch, with livanova ref # (B)(4)). The patient¿s outcome was good after the second re-operation.